Event description:
The customer reported an error 433 during setup/inspection for use on an olympus electrosurgical generator esg-400. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.